Event description:
The customer reported the device " turns off at random". No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated. The device powered on and off by itself due to an electrically shorted component on the circuit board.